Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved an unspecified intravenous extension set. Registered nurse 1 started an IV on a patient and connected the unspecified tubing device. Then, this nurse went to draw back and the luer lock end of IV extension tubing was reportedly leaking. The connections of the IV extension tubing were tightened; however, blood continued to leak from luer lock end of extension tubing. Registered nurse 2 called for new extension tubing and IV start kit. There was no report of any human harm.

Manufacturer narrative:
Although multiple requests were made for product samples, videos or photographs, nothing was returned for investigation. The DHR was not reviewed, no lot number information was provided. The complaint cannot be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.